Event description:
It was reported that the patient underwent a tlif at l4-s1 using rhbmp-2/acs. Immediately post-op, the patient reported left leg and foot pain. An MRI revealed fluid at l4-s1. An evacuation of the seroma was performed 19 days post-op.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.